Event description:
The patient contacted animas on (B)(6) 2012 stating that the keypad buttons were unresponsive and could not navigate passed the verification screen. The patient denied damage to the keypad or trauma to the pump. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact. Evaluation revealed that the ok, up and down buttons were unresponsive and the other buttons responded appropriately. There was no evidence of keypad contamination found under the key contacts. Unrelated to this complaint, there was moisture visible in the display screen, a display lens leak was found during leak testing, and the pump was opened and moisture was found on the pcb including the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device history record review was conducted on (B)(4) 2012 with the following findings.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.